Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had an infection. They got the infection right around the neckline and they had to remove the device and do a revision. No further information was known. No further complications were reported as a result of this event.